Event description:
The customer reported that they are not getting the same amount of insufflation as the previous trocar. Based on the reported info, the case had to be converted to open in order to complete the procedure. The customer stated that the tunnel would collapse due to insufficient insufflation.